Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a ventricular lead revision, the right atrial lead exhibited noise. The lead was explanted and replaced.